Event description:
The pt was implanted with a left ventricular assist device. The pt expired and the pump was subsequently returned to the MFR for evaluation. No information was provided with return of the pump.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and pt outcome. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.